Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101320, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, 61308730, 00877504002, bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14, 2622735, 00877501240, bioloxâ® delta ceramic taper liner, size kk / 40 i.d. For use with 56 mm o.d. Size kk shell, unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04332. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the heterotropic ossification was identified approximately five years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it was determined this this report is a duplicate. This report should be voided and a corrected report will be filed under 0001822565-2018-04528.